Event description:
It was reported that during impella support the purge system was not functioning properly. The automated impella controller and the cassette were exchanged for new ones and the issue resolved. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Complaint coding was updated to more accurately reflect the reported event. This update included removal of "failure to detect" as there were no issues noted with detecting the cassette; adding "purge pressure low" for the purge system open alarms and adding of "priming issue" as there were issues at case start with purging fluid. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding have been updated, corrected and should be considered the representation of the reported event. Related report number(s). This is one of two device reports related to the event. Refer to section h10 for the related report number(s).

Event description:
Additional information from the complainant reports there was no limb ischemia with this patient, and the pump is not available for return.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(catalog). The cause of the priming problem could not be determined as no product was returned for evaluation. The cause of the purge pressure low alarm could not be determined as no product was returned for evaluation.